Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed. The event was further described as ¿the pd solution flows freely from the catheter when the white twist of transfer set is closed¿. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.